Event description:
Information was received from a health care provider and a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient had low back and buttock pain for several months (2016). The implantable neurostimulator was supposedly in MRI mode and the patient felt stimulation. They were unable to get the implantable neurostimulator to sync with the antenna connected to the patient programmer. They were able to get the remote to communicate with the antenna disconnected. It was confirmed that the stimulation was on and they used the remote to put the implantable neurostimulator into MRI, confirming that the patient was full body eligible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.